Event description:
It was reported that in the operating room, when removing the spring wire guide (swg) after the catheter was placed in the pt, resistance was met. As a result, the physician pulled it hard which caused the swg to unravel. Accordingly, the swg and the catheter had to be removed together. The swg was removed in its entirety. A new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.